Manufacturer narrative:
Batch review performed on 20 december 2019. Lot 1903858: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director. Hip dislocation few weeks after implantation. This event probably occurred during rehabilitation. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning or by other patient specific situations unknown to us; it can hardly be caused by defective standard devices. Preliminary investigation performed by r&d project manager. Femoral head with metal transfer signs on flat edge and trunnion. It is not possible to determine implant's failure root cause.

Event description:
Revision surgery performed, 3 weeks after the first revision surgery, due to dislocation. The head has been successfully revised.